Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the index procedure for treating a 65-millimeter abdominal aortic aneurysm with a stent graft esbf2814c103e endur iis bif, a portion of the implanting physician's glove became stuck between the outer delivery sheath and the strain relief. The strain relief was cut longitudinally with an 11 blade to remove the glove piece. However, the deployment mechanism in the delivery system was jammed, necessitating a manual deployment of the outer sheath after breaking down the delivery system on the field. There was no injury to the patient, and the case continued without any indication of injury to the access vessel or associated vascular structures. It was stated the delivery system was in perfect condition prior to insertion in the patient and deployment, and there were no visible issues with the delivery system. All deployment steps were followed pert he instructions for use ( IFU). The event was caused by an external implement, in this case, a glove getting caught in the strain relief of the delivery system, which cause the delivery to jam. The event was attributed to user error. The device was successfully deployed, and the delivery system was removed, completing the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Film evaluation summary: the reported deployment difficulty could not be confirmed. Procedural angiograms showing the deployment attempts were not available for review; therefore, the cause of the event could not be verified based on the pre-implant images available. The review did not reveal any anatomical characteristics that might have contributed to the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.